Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the reported that insulin pump had frozen. Customer¿s blood glucose level was unknown. Customer stated that rejects new batteries during replacement, scratches on screen and loud when rewinding. Troubleshooting was declined. The device will not be returned for analysis.